Manufacturer narrative:
Additional narrative: (B)(4). The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, a patient underwent a spinal procedure to treat a c3/c4 central stenosis with medullary compression. During the procedure, after cleaning the cervical disc space, the zero p implant was inserted. X-ray confirmed expected position, with x-ray marker approx. 3-4mm from the posterior edge of the vertebra. The plate was aligned in ap view. Then awl and self-drilling screws were used to make the screw direction and insertion. After insertion of both screws a control x-ray was taken and it was discovered that the peek spacer has been disconnected from the titanium-plate with the screws. The implants needed to be removed, because of potential risk of moving backwards to the spinal canal. The plate was removed with the screws attached. A non-zero p va surgical instrument was used to grab the peek part out of disc-space. After removal of plate, screws and peek part of the implant, a new cervical implant was inserted with additional ancher fixation. This report is for one (1) zero-p va implant 8mm height convex-sterile. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4 h3, h4, h6: product code: 04.647.138s lot: 30p7374 manufacturing site: mezzovico release to warehouse date: december 11, 2019 expiration date: december 01, 2029 a manufacturing record evaluation was performed for the sterile lot number, and no non-conformances were identified. The product and photos were returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device and the photos. Visual analysis of the returned sample and photos revealed that the zero-p va cage convex h8 peek was broken due to the removal procedure as stated by the surgeon. The migration condition cannot be confirmed since x-ray evidence was not provided. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A manufacturing record evaluation was performed for the finished device [30p7374] number, and no non-conformances were identified. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the zero-p va cage convex h8 peek would not contribute to the complained device issue and no x-ray evidence was provided to confirm the migration condition. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1